Event description:
This complaint is now reportable based on an initial visual examination of the device completed on 12/12/2007. It was reported that during a coronary artery drug eluting stenting treatment procedure, the device was missing the balloon and stent. A 3.0x24mm taxus express2 drug eluting stent (des) had been selected to treat an unk lesion. While removing the device from its protective hoop, it was noticed that there was no stent or balloon on the delivery device. The device was not used and did not contact the pt. The procedure was completed with another 3.0x24mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "fine". However, initial visual examination of the device reported that there is a mid shaft polymer separation exposing the core wire. The shaft material also exhibited some elongation.